Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of " air leak at curved section" (air/water leakages from the insertion section) was not confirmed. However, pinhole on a-rubber (bending section) was observed. Due to pinhole, watertightness is lost. Furthermore, evaluation found clogged nozzle. Foreign material was observed in the nozzle. Due to clogged, irrigation error has occurred. Due to clogging of nozzle, water removal ability does not meet the standard value. This condition was attributed due to insufficient cleaning, reprocessing (handling problems). Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. The angle wires become stretched. Adhesive on a-rubber (adhesive connection) has a chip. Adhesive on a-rubber (insertion section) has a crack. Adhesive on a-rubber (bending section) has a crack. Adhesive around objective lens and light guide lens peeled . Connecting tube has a buckling. Due to corrosion on el-connector, a noise image occurs. Scratch observed on c-cover distal end, switch#4 and 1 has wear, scope cover plated found detached. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " air leak at curved section" (air/water leakages from the insertion section). No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material clogged in the device nozzle, irrigation error occurred due to clogged, this report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .